Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis. The root cause cannot be determined. The instructions for use (IFU) identifies vesssel stenosis or thrombosis as a potential complication associated with use of the device.

Event description:
It was reported that after successful deployment of the fred across an aneurysm in the distal internal carotid artery (ica), images demonstrated small clot aggregation around the distal end of the fred. Reopro was administered, which resolved the clot. The patient woke up neurologically intact. There was no reported clinical sequela.